Event description:
They informed that after the drug infusion, caelix, the pt suffered pain. Suspecting a rupture. They removed the device founding a hole at 3 cm from the exit site.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexi1497 showed no other similar product complaint(s) from these lot numbers.